Event description:
It was reported to philips that the battery pca pins are bent. The service order was cancelled when the customer was informed that parts are no longer available for this device. Although no repair was performed, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.